Manufacturer narrative:
Analysis of the pump found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. Analysis of the catheter found a hole caused by deep abrasion as well as coring, tears, cuts in the seal that meets leak criteria.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. A motor stall was reported. The event was noted to have been on (B)(6) 2016. It was unknown if any environmental, external, or patient factors contributed; unknown what troubleshooting or diagnostics were performed; and unknown what actions or interventions were taken. The issue was not resolved and the patient was noted to be alive - no injury. The patient was scheduled to have surgical intervention on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. A motor stall was reported. The event was noted to have been on (B)(6) 2016. It was unknown if any environmental, external, or patient factors contributed; unknown what troubleshooting or diagnostics were performed; and unknown what actions or interventions were taken. The issue was not resolved and the patient was noted to be alive - no injury. The patient was scheduled to have surgical intervention on (B)(6) 2016. No symptoms were reported. It was later reported that there were multiple motor stalls since early april, with the most recent on (B)(6) 2016 and no recovery. Additionally, they were unable to aspirate the catheter. The full system was replaced on (B)(6) 2016. The patient's medical history included cerebral palsy, seizure disorder, peg tube, b/l orif hip, and anxiety. The patient's concomitant medications included clonidine, keppra, and valium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.